Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 mast roller pump. The incident occurred in miami, florida. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. No service request was done by the customer.

Event description:
Livanova received report that a s5 mast roller pump stopped and the control panel became black. Reportedly the pump did not turn back on. The device was replaced with another and removed from service. The issue occurred before initiating bypass. In detail, the pump was being primed as emergency back up for a transplant case when the incident occurred on (B)(6) 2022 at 5:30 pm. There was no patient involvement.

Manufacturer narrative:
H10: through follow up communication, livanova learned that no error codes/alarms were displayed at the time of failure. No livanova field service activity was requested from the customer. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2011. Based on event description and investigations performed for similar complaints, it cannot be ruled out that the most likely root cause of the reported issue can be traced back to a faulty electronics component on the processor board hkr of the pump control panel. Furthermore, considering the manufacturing date of the device (2011), wearing of electro-mechanical may have contributed to the event.

Event description:
See initial report.